Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy: the sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. There were no reported glucose values available to search within the parkes error grid calculator.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.